Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right textured exchange and deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Deflation: not observed. Additional observations: brown particles on the surface of the shell. Brown particles inside of the device. Crease fold observed.

Event description:
Healthcare professional reported right textured exchange and deflation. The device has been explanted and replaced.